Manufacturer narrative:
The product is not available for eval. A review of the device history record was not possible since the lot number was unavailable.

Event description:
Venous coupler size in autologous breast reconstruction-does it matter? Wiley periodicals, inc. Microsurgery 33:514-518, 2013. This article is a retrospective chart review of pts undergoing autologous breast reconstruction at nyu medical center between november 2007 and november 2011. The 197 pts underwent 392 flaps, featuring 392 gem couplers, during the study period. There were 93 pt complications noted and zero device malfunctions. Complications included incidence of arterial insufficiency (5), venous insufficiency (11), hematoma (13), partial flap loss (14), full flap loss (2), fat necrosis (30), and mastectomy skin flap necrosis (18). This report is for the two (2) incidences of full flap loss. All medwatch reports for this article include 2183620-2013-00014 through 2183620-2013-00020.